Event description:
I had a bad reaction after putting my soft contact lenses in. My eyes burned, teared and white pus developed. I removed the lenses and have not put them in since the reaction. I am using bausch and lomb renu with moistureloc solution. The #s on the bottle are gk4011 and 6832101. The expiration date is 10-2006. Please advise I have been a soft contact wearer for 30 years.